Event description:
The prass probe used with nerve integrity monitor to assess if the nerve is being stimulated malfunctioned. It was giving false readings no matter where the surgical team touched it on the patient's anatomy. The company representative was contacted and suggested checking the emg ett placement. This could not be done because the procedure was started, patient draped, surgeon positioned and working over the head of the patient. The representative also recommended turning up the impedance setting, this was done, and did not fix the issue. This is the 4th time in less than 5 weeks that 3 different operating room teams/surgeons have had issues with malfunctions of the nim. FDA safety report ID# (B)(4).